Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(6) displayed fault 41 (patient temperature sensor failure)" was not confirmed during the functional test but was confirmed during the archive data review. No device malfunction was observed during the functional testing and the autopulse platform performed as intended. Nevertheless, the temperature sensor needs to be replaced as a preventive precautionary measure, as the sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. Visual inspection of the returned platform was performed, and no physical damage was observed. The archive data review indicated fault 41, thus confirming the reported complaint. In addition, a review of the archive showed a user advisory (ua) 11 (max patient temperature exceeded) error message, as a result of the intermittent functioning temperature sensor. Further review of the archive, unrelated to the reported complaint, showed (ua) 02 (compression tracking error). The error message was cleared by the user and was not reproduced during functional testing. User advisory is normally a clearable error message and is designed into the autopulse platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® hangtag - advisory codes description and action, user advisory 02 is an indication that autopulse platform has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. The autopulse platform passed the initial functional test without any fault or error and the reported complaint could not be reproduced. Nevertheless, the temperature sensor needs to be replaced as a preventive precautionary measure. Unrelated to the reported complaint, it was noted that the drivetrain motor brake gap was too wide, and out of specification, likely attributed to the device's aging. The brake gap needs to be cleaned and adjusted to remedy the issue. The autopulse platform was manufactured in june 2015 and is 8 years old, well beyond its expected service life of 5 years. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(6).

Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
During shift check, the autopulse platform (sn unknown) displayed user advisory (ua) 41 (patient temperature sensor failure) error message after the start/continue button was pressed. The two batteries used with the platform were tested and functioned as designed with another autopulse platform. No patient involvement.